Event description:
Info received indicates the head section does not go up.

Manufacturer narrative:
The technician found the base cover pushing down on the CPR lever which prevented the head section from rising. The technician adjusted the base cover to repair the bed.